Event description:
Customer's husband reported that the back came off of the insulin pump and that they received a motor error alarm. The alarm occurred while changing the infusion set. He stated that the insulin pump had been dropped but had not been exposed to a strong magnetic field or MRI. He stated that they were able to rewind the insulin pump. The blood glucose reading was 398 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with motor error alarm during rewind due to cracked motor flex cable. Insulin pump had detached end cap, minor scratches on lcd window, cracked display window corner and cracked reservoir tube lip.